Manufacturer narrative:
(B)(6). Diabetes mellitus is a known cause of hypoglycemia. H6 codes: health effect - clinical code - e1206 chills.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient had a cgm accuracy issue the day after the sensor was inserted into the abdomen. On (B)(6) 2024, around 6am, the patient¿s cgm was reading high mg/dl, the patient was feeling hypoglycemic symptoms, including presyncope, confusion, being cold and limp. However, the patient never actually lost consciousness. No bg meter reading was taken at this time. Emergency medical services was called and arrived around 630am. Ems transported the patient to the hospital, where the patient¿s bg meter reading was ¿below 40 mg/dl¿. The patient was treated with a glucagon injection and recovered after the treatment. The patient was discharged home around 11am the same day. The patient was in stable condition at the time of the report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.